Event description:
During the routine follow-up of the device involved in this report, a red pop-up was displayed while the device memory was being red by the programmer. It was acquitted without reading the message displayed, and interrogation was stopped by the system itself. Upon new interrogation, follow-up data obtained from device memory was found to be empty.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Analysis revealed that during the first interrogation, aida was red, and as specified, was programmed. Aida programming consists in generating a pt file containing all aida data, then erasing these data. This explains why upon second interrogation of the device, aida was containing no data anymore. The analysis could not establish the origin of the error message displayed, since it was sent by the operating system, and not by the programmer software. This error could not be reproduced and was most probably a random error. Nevertheless, this error had no consequence on, neither implant nor programmer operations.